Event description:
During training by a zoll medical sales representative, the device displayed a "pacer fault 117", "defib disabled ", and "defib fault 72" message. There was no pt involvement in the reported malfunction.